Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to hypoglycemic symptoms. The blood glucose was 90mg/dl. The customer stated that he was experiencing unexplained low glucose for the past twelve hours. Troubleshooting was performed. The programming, time, and date were correct. The customer stated that there is more insulin in the status screen than in the reservoir. Found possible over boluses, the customer had high blood glucose and he was treating every 30 minutes to bring down his glucose level. No further information was provided.